Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, g1, g2.

Event description:
Healthcare professional later reported a capsular contracture baker grade IV and exchange of textured breast implants due to the patient¿s concern with the product.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6. Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported a left side capsular contracture baker grade iii and exchange of textured breast implants due to the patient¿s concern with the product. Healthcare professional later reported a capsular contracture baker grade IV and exchange of textured breast implants due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported a left side capsular contracture baker grade iii and exchange of textured breast implants due to the patient¿s concern with the product. Device remains implanted.